Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing a static fill estimate of 75 units that did not change despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could occur due to large differences in measured pressures used to estimate remaining insulin and was advised that once remaining insulin matched the static value, the gauge would begin counting down normally, which customer understood and acknowledged; no additional corrective actions were reported.